Event description:
It was reported that after cleaning the tracheal intubation fiberscope, there was brown liquid leakage inside the endoscope reprocessor. This occurred during reprocessing. There was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h5, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: venting connector under grip had corrosion. A definitive root cause could not be identified. Based on the results of the investigation, the reported foreign material could not be specifically identified. The reported event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in lf-tp/dp/gp operation manual chapter 3 preparation and inspection. IFU states the preventative measures in lf-tp/dp/gp reprocessing manual chapter 7 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.